Event description:
It was reported via a medwatch that the blade broke in half while sawing a piece of bone. It was also reported that this event occurred on a back table involving no contact with the patient.

Manufacturer narrative:
The blade subject to this MDR was not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. The root cause is undetermined.